Manufacturer narrative:
The account found the ground wire was loose. The account tightened the ground wire to resolve the issue.

Event description:
The account alleged the ground resistance was high. No pt impact.